Event description:
The customer reported via phone call that he had been experiencing high blood glucose. Customer was hospitalized on (B)(6) 2015 for vertigo and stated that it was not diabetes related. Customer stated that the incident occurred after an intense work out and he was in the hospital for 3 days. Customer changed the infusion set this morning, ate breakfast, and went for a walk. When he returned, his blood glucose was 539 mg/dl. Customer's current blood glucose was 529 mg/dl. Customer treated with 25 units of insulin via manual injection. Customer stated that when he does a premature set change, he may top off the reservoir with more insulin. Customer was explained that this is not recommended use for the reservoir as it may lead to complications. Customer received a no delivery alarm after performing the high pressure test. The pump passed the self test and was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.